Event description:
During renal angioplasty case, an interventional wire was advanced through a previous old renal stent strut and sheared off. The tip of the wire was retrieved with a snare. There was no vascular complications.